Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had 0 voltage. A review fo the shared data log observed a transmitter error related to the customer complaint. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter died early. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2017. Complaint for a transmitter that stopped working was confirmed. The root cause could not be determined post investigation.